Event description:
A complaint was received from a customer that reported that the "units digit" was missing. A request was made to return the system for eval. In the meantime, a replacement unit was provided.